Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: hematoma: unable to confirm as it is a medical event not related to the device. Rupture: no observed opening in the opening. Shell separation: unable to confirm as it is a medical event not related to the device. Additional observations: voids observed in the device. White particles observed in the surface of the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right "not cohesive, something leaked out of it", "irregularities in the silicone within the capsule", "bubbles, air", and "hematoma bleeding". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture.

Event description:
Healthcare professional reported right "not cohesive, something leaked out of it", "irregularities in the silicone within the capsule", "bubbles, air", and "hematoma bleeding". The device has been explanted.